Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02 (B)(4) model description:ipg kit (without pull-through tunneler) model#:sc-2366-50 (B)(4) model description:linear 3-6 lead 50cm model#:sc-2218-50 (B)(4) model description:st linear lead, 50cm with pre-loaded 0.014 inch stylet a review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to the lead protruding out of her head. The device was working properly and the patient was reportedly doing fine after the explant procedure.